Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident and 487 mg/dl. The customer was treated with insulin by pen. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. Adv to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.